Event description:
While removing spire plate, the screwdriver head broke off inside the patient.screw driver & piece that had broken off removed from patient. X-ray taken and read by physican confirmed no retained piece of instrument. What was the original intended procedure?exploration of fusion/fixation at l4-l5, redo laminectomy and mesial facetectomy at l4-l5, l4-l5 radical diskectomy, arthrodesis, and interbody fusion with peek cages and autologous bone; l3-l4 decompressive laminectomy and mesial facetectomy, l3-l4, l4-l5 posterolateral arthrodesis and fusion with autologous bone; l3 to l5 segmental fixation.device #1is this a laboratory device or laboratory test?no.